Event description:
Hamilton medical ag received the following description from the distributor : a customer had a problem with an ip key+led board p.n. Msp159234: buttons didn't react.

Manufacturer narrative:
Ip key and led board were replaced and all the tests were performed.